Event description:
Patient had mobility, undersized implant space. Some pain when abutment first seated but patient believed it was from pinching her gums. Implant likely not integrated at that point.